Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had a power failure while monitoring patients and they were unable to bring the device back up. No patient harm was reported. Investigation summary: the reported device was sent into nihon kohden (nk) for repair and evaluation. During the evaluation of the returned device nk repair center (rc) was not able to duplicate the issue of the cns not powering on. The unit powered on without issue. The unit was not returned with hdds installed. As such, the cause of the unit not powering on may be due to defective hdds. The more likely cause would be related to a defective power source the cns was plugged into, as defective hdds would not prevent the unit from powering on but would result in post issues or errors. There is no evidence of an nk device malfunction that may have contributed to the reported issue. As such, the root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6 b6 - b7 d10 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied, stating they were unable to find a technician that knew anything about this issue. Additional information: b4 date of this report g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative corrected information: b4 date of this report: corrected the year from 2023 to 2024.

Event description:
The customer reported that the central nurse's station (cns) had a power failure while monitoring patients and they were unable to bring the device back up. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had a power failure while monitoring patients and they were unable to bring the device back up. No patient harm was reported. Investigation summary: the reported device was sent into nihon kohden (nk) for repair and evaluation. During the evaluation of the returned device nk repair center (rc) was not able to duplicate the issue of the cns not powering on. The unit powered on without issue. The unit was not returned with hdds installed. As such, the cause of the unit not powering on may be due to defective hdds. The more likely cause would be related to a defective power source the cns was plugged into, as defective hdds would not prevent the unit from powering on but would result in post issues or errors. There is no evidence of an nk device malfunction that may have contributed to the reported issue. As such, the root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints.

Event description:
The customer reported that the central nurse's station (cns) had a power failure while monitoring patients and they were unable to bring the device back up. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) had a power failure. According to the customer, the unit was in use when it went off and the customer was not able to get the unit back online. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a power failure. According to the customer, the unit was in use when it went off and the customer was not able to get the unit back online. The customer will send in the unit for evaluation/repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; can't find any technician that knows anything about this. B6 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; can't find any technician that knows anything about this. B7 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; can't find any technician that knows anything about this. D10 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; can't find any technician that knows anything about this.